Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low glucose event that was treated with oral juice, followed by a high glucose reading after probable overtreatment and an unannounced meal while using the ilet system; trend arrows later showed downward movement and gradual stabilization, and insulin delivery was reported as occurring. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included return of glucose to range following troubleshooting and education. Investigation included review of reported use patterns and counseling on hypoglycemia treatment, meal announcement, and ketone testing. Investigation of this case revealed no device malfunction and suggested user-related factors, including potential overtreatment with carbohydrates and unannounced food intake, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.